Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The consumer reported that the catheter seems like it's made of a thinner material, so it can't be inserted because it isn't stiff enough and is packaged with a bend/kink in it.